Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to electromagnetic interference/noise. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient heard an alert and the tone was similar to the "no conditions met" sound. This occurred while the patient was at work and not in any other location. It was suggested the audible tone may be related to magnet exposure. The device remains in use and no patient complications have been reported as a result of this event.